Event description:
It was reported that the patient had an ambicor penile prosthesis (app) and an artificial urinary sphincter (aus) implant procedure approximately 12 years ago. The patient stated not using the app for almost a decade and wished it removed. An unrelated procedure was performed in which the app was explanted. After being released, the patient stated the aus stopped working leading to recurring incontinence. Posteriorly, the patient was hospitalized for vomiting and intestinal issues. The patient further indicated not being catheterized during the stay. Due to the recurring incontinence, a replacement surgery was performed. During this procedure, the existing device was removed and a new aus was implanted. There were no complications during the procedure. It was stated that there is no further information known by the physician. No more information available at the moment. Should additional information become available, it will be provided.